Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall  notification related to the sound abatement foam in certain CPAP, bipap, and mechanical  ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound  abatement foam. The patient has alleged visualization of particles. In addition, the patient reported nasal allergy. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.